Event description:
Medtronic received information that two years and one month post implant of this transcatheter bioprosthetic valve, a minor stent fracture (type ii) was noted in the proximal bare metal stent in the rvot. It was reported that no intervention has been required and the valve remained implanted with no adverse patient effects.

Manufacturer narrative:
Investigation on the previously reported stent fracture was completed on 12-16-2013 and was inadvertently left off the initial report that was sent. Review of the device history record showed that this valve met all manufacturing specifications for product released to distribution. There were no non-conformances, reworks or deviations noted that would have impacted this event. Based on clinical data and literatures, melody stent fractures are known phenomenon. Prominent mechanical stresses on the outflow tract stent, such as compression between the anterior chest wall and heart, appear to be associated with an increased risk of stent fracture. In this case, there is insufficient information to determine a true root cause to the reported stent fracture type ii. It was reported that no intervention has been required and the valve remained implanted with no adverse patient effects.

Manufacturer narrative:
Additional information was received that three years and five months post implant the patient presented to an outside emergency department with 24 hours of fever and anuria. The patient was discovered to have gram positive cocci bacteremia. The physician was concerned for prosthetic valve endocarditis and so the patient was started on vancomycin, cefepime, and gentamicin, and was switched to ancef due to acute kidney injury and susceptibilities. A transesophageal echocardiography (tee) was performed and concerning for newly discovered pulmonary insufficiency and one centimeter of echobright lesions suspicious for vegetation. The patient was transferred to another hospital and was treated with antibiotics and subsequent hemodialysis until the blood cultures were negative. The valve was then explanted. Prior to explant the patients echocardiogram showed mild-moderate stenosis with a peak gradient of 50 mmhg and a mean gradient of 30 mmhg. No additional adverse patient effects have been reported. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve (1). The endocarditis is unlikely to be attributed to the melody tpv device and/or manufacturing process. The hospital¿s echo review noted mild-moderate conduit stenosis with peak gradient ~50 mmhg (mean 30 mmhg, hr 108 bpm), with no insufficiency. However, there was no intracardiac mass, thrombus or vegetation seen. The device has been returned for analysis and is in progress. Once the analysis is complete a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, two bare metal stents remained partially intact around this device. The device and both bare metal stents appeared to have been cut lengthwise, inflow to outflow. The receipt condition and intertwining of the stents made it difficult to visibly determine the location of the reported stent fracture. One leaflet was in the closed position; the other two leaflets were open. One leaflet was slightly stiff but flexible. The second leaflet was slightly stiff but flexible, except where host tissue extended onto the outflow. The third leaflet was stiff due to host tissue on the inflow and outflow. Two leaflets were intact. The third leaflet was cut or torn due to explant. All commissures were intact. Remnants of pannus lined the inflow and outflow orifices. Remnants of pannus remained attached to the outer surface of the devices. An unknown amount of pannus appeared to have been removed on the inflow and/or outflow during explant. Tan thrombotic-appearing host tissue filled and stiffened the outflow of one cusp. A layer of tan thrombotic-appearing host tissue lined the inflow of the same cusp. The receipt condition made it difficult to determine whether or not mineralization was present on the valve. A review of the sterility lot record confirmed that the biological indicators (bi) tested negative for both tissue and solution. There have been no additional complaints, or complaints for infection against any of the devices manufactured under this sterility lot. The sterilization process used by medtronic has an anti-microbial kill on the microorganisms such as staphylococcus and streptococcus species. Endocarditis that occurs more than 12 month after the procedure are called late prosthetic-valve endocarditis and are largely community-acquired versus a result of the manufacturing process of the valve. The endocarditis is unlikely to be attributed to the melody tpv device and/or manufacturing process. Thrombus likely contributed to the reported stenosis and high gradient. Pannus and thrombus are known adverse events and are generally considered patient-related conditions.